Event description:
Procedure: inguenal hernia repair.according to the reporter: the inner seal cracks and looses pneumo. The device was being used on a patient at the time of the incident. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4)